Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 10/02/2015 with the following findings: during investigation, a visual inspection of the pump revealed that the audio bolus button cover was detached/missing. A leak test confirmed a bolus button leak. The audio bolus button and ok keypad button were unresponsive. The up arrow, down arrow and contrast buttons responded appropriately. There was moisture found in the display and on the internal components of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (abb dmg prior tctl cng w/moist) issue. It was reported that the audio bolus button was under responsive to user presses. The reporter also stated that the audio bolus button cover was damaged and that there was moisture present around the bolus button area. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.